Event description:
During a pulmonary vein isolation ablation procedure, the catheter did not sense temperature. The patient was under general anesthesia and a significant delay in the procedure occurred as a replacement flexability device was not readily available. Another flexability catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility ablation catheter was received for evaluation. No visual anomalies were noted. The thermocouple read as an open circuit during electrical testing, consistent with the reported event. Further investigation isolated the open circuit to the catheter distal tip.